Manufacturer narrative:
(B)(4). Batch # n92z4k. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient experience any adverse consequences due to this issue? What tissue injury was reported in the patient? Did the blade fall into the patients body? If yes what efforts were made to locate the blade during the procedure? Was this procedure converted to an open procedure? Are there any plans to locate the piece? Was there any change in the patient care as a result of this event? What is the current patient status?

Event description:
It was reported that the titanium tip was broken during procedure. Changed another one to complete surgery. Patient tissue injury was reported.